Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-07917, related manufacturer reference number: 2017865-2020-07918, related manufacturer reference number: 2017865-2020-07919. It was reported that a patient had their implantable cardioverter defibrillator (ICD) and three leads extracted due to vegetation present on the leads. The patient was stable throughout.

Manufacturer narrative:
The reported field event of device cause infection was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.